Manufacturer narrative:
No product was returned for evaluation as product was discarded by the facility. No radiographic images nor bone quality test results were provided to confirm the alleged event. It is unknown if patient followed post-operative activity restrictions. At this time alleged event could not be confirmed. Insufficient information provided to determine the root cause. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Warnings, cautions and precautions: "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2015, patient underwent an unknown spinal procedure without any reported issues. Post-operative, patient reported to have heard something snapped in her back. On (B)(6) 2016, x-rays confirmed that the right rod at the l5 level was broken. On (B)(6) 2016, a revision procedure was performed. Patient reports to have followed physician¿s instructions.